Event description:
It was reported that this was a percutaneous vertebroplasty (t12) performed on (B)(6) 2022. The stent was deployed in place as per surgical technique. After it passed 10 minutes, they started injecting the cement and completed the injection. It was postoperatively revealed that a little amount of cement had leaked into the posterior centrum. It was confirmed that the leaked cement had not flowed into the spinal canal. The surgeon commented that the event would not adversely affect the patient furthermore. No further information is available. This complaint involves one (1)devices sistema de cemento vertecem v+ . Esteril.

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Device is not distributed in the united states but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.